Event description:
A user facility clinical manager reported via fax that several patients are complaining of pain on insertion of bain fistula needles. They are experiencing bleeding during and after treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).